Manufacturer narrative:
The device evaluation is anticipated. However the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that during use, the ev1000 monitor displayed incorrect data. Additional information regarding the incorrect values was requested of the customer, but unfortunately, no information has been provided. There was no allegation of patient injury. Patient demographics requested but not provided. The device was available for evaluation.

Manufacturer narrative:
The suspect ev1000 platform was returned for examination. The device was tested for proper function via functional testing, electrical safety testing and a visual inspection for external damage. All tests were successfully passed with no inaccurate readings, physical damage or failures noted for any reason. The customer¿s complaint of inaccurate measurement was not observed during the evaluation testing. There is no evidence or indication that a manufacturing defect is responsible for the customer¿s experience while it is unknown whether procedural processes or other conditions played a role in the customer¿s report. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make treatment decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. In this case it is unknown if user or procedural factors played a part in this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Reference CAPA-20-00141.